Event description:
It was reported that the device was dropped (from unk height) and now fails to advance past the self-test screen upon power on, lock up failure. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed a lock-up failure. Physio is in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.